Event description:
Additional information received reported that cultures were taken and (B)(6) was found in the implantable neurostimulator (ins) pocket. It was noted the ins and cervical paddle lead were removed. It was further noted the patient was started on antibiotics for 3-4 weeks. The reporter stated that no re-implant was planned at this time. It was noted the patient was doing well.

Manufacturer narrative:
(B)46).

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6);product type lead product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was explanted on 2013 (B)(6) due to an infection around the ins. It was noted that the ins and parts of the wire were removed and about 2 inches of wire was left inside of the patient. The reporter stated, the patient was on 12 weeks of antibiotics. It was unsure if the patient would replace the device. Additional information has been requested but was not available as of the date of this report